Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper jaw detached from shaft of instrument and stuck in I blade. No functional test could be performed due to the returned condition of the device. However, the device was connected to generator and recognized. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a cystectomy procedure there was a cracked jaw. No further information is available. One device will be returning. No adverse event on the patient. Procedure was completed with same like device.